Manufacturer narrative:
Additional information: d, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, an air leak was noted from the sideport of the sheath. The sheath was inserted into the patient, and the advisor hd grid catheter was inserted into the sheath. While mapping, it was noted that air was aspirated from the side port. The advisor hd grid catheter was removed, aspirating from the side port was performed several times, which did not completely remove the air. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.